Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. The suture should be black, but actually it is colorless. And once the knot is tied, the suture is broken.

Manufacturer narrative:
Samples received: 7 unopened and 1 open pouches. Analysis and results: there is a previous complaint for this code batch for the same issue that was closed as not confirmed by lack of evidence (no samples received). 288 units of this code batch were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed and one open and unused samples. The open, unused sample has the suture wound on the foam. Two of the eight sutures received have an undyed thread instead of a black thread. The thread diameter corresponds to usp 10/0 size and the thread length is 15 cm (as in the product description), but the color does not correspond to the product description (see enclosed picture). We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.029 kgf in average and 0.014 kgf in minimum (ep requirements: 0.010 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.